Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are over filling with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 200 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: we have received a delivery of the product vacutainer 2.7ml 9nc 0.12m part number: 363079 with the lot 9246514. Unfortunately, the tubes are always too full. The filling quantity is always at the filling line. With the now delivered lot, the tubes are always completely full, so the result is not right.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Photographs attached show a satisfactory fill level. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the tubes are over filling with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 200 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: we have received a delivery of the product vacutainer 2.7ml 9nc 0.12m part number: 363079 with the lot 9246514. Unfortunately, the tubes are always too full. The filling quantity is always at the filling line. With the now delivered lot, the tubes are always completely full, so the result is not right.